Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es scanner was not working. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station scanner failed to work. The technical support specialist (tss) had confirmed that the issue was resolved from the customer end. The system functioned as intended after the customer resolved the issue. E1. Initial reporter facility name -(B)(6) medical enter.